Manufacturer narrative:
Concomitant medical products: product ID: 3998, lot# v015626, implanted: (B)(6) 2007, product type: lead. Product ID: 3708360, serial# (B)(4), implanted: (B)(6) 2007, product type: extension. Product ID: 3708360, serial# (B)(4), implanted: (B)(6) 2007, product type: extension. (B)(4)

Event description:
It was reported that the spinal cord stimulator (scs) system did not work anymore. It was unknown when the last time the patient had used stimulation or the reason why the patient reported that the system didn't work. The initial reporter received this information from a nurse and did not have any further details about the issue. It was noted that the patient was implanted for multiple back operations. Further follow-up is being conducted. If additional information is received, a follow-up report will be sent.